Manufacturer narrative:
Citation: radoslav raychev, satoshi tateshima, fernando vinuela, et al. "Predictors of thrombotic complications and mass effect exacerbation after pipeline embolization: the significance of adenosine diphosphate inhibition, fluoroscopy time, and aneurysm size" interventional neuroradiology 2016, vol. 22(1) 34¿41 the device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. MFR: information received from the same report as MFR: 2029214-2016-00528. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that patients treated with ped experienced hemorrhagic complications, including intracranial and systemic hemorrhage requiring escalation of care. This occurred in 15% (7/48) of all procedures, including 2/ 48 (4%) patients with symptomatic intraparenchymal. One patient with existing mas effect prior to ped one had a delayed aneurysm rupture requiring vessel sacrifice. In addition there were two intraparenchymal hematoma (iph), both were located in a remote vascular territory in reference to the treated aneurysm. Both patients with iph in our cohort had prominent communicating arteries and, despite the remote contralateral location, these mechanisms are potentially applicable to our patients. It is also important to emphasize that both intraparenchymal hematomas observed in this cohort occurred in patients with other systemic hemorrhages, indicating causal association with the dapt-induced systemic coagulopathy. Symptomatic ich occurred in 3/48 procedures (6%) (table 1). The most frequently detected complication type in our study was thrombotic, and was observed either during the procedure (device thrombosis requiring additional intra-arterial antithrombotic infusion), or within the immediate postoperative period (symptomatic ischemic strokes). Thrombotic complications 12.5% (6/48). Hemorrhagic complications 17% (8/48) any stroke affecting mrs at 90 days 6% (3/48). Given the small number of ich, and higher number of hemorrhagic complications (including systemic hemorrhages requiring escalation of care), we did two separate analyses: sich alone, and hemorrhagic complications (presumably induced by dual antiplatelet therapy (dapt)). No predictors of either hemorrhage type were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.